Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call, she was experiencing high blood glucose over 600 mg/dl. Her current blood glucose was 342 mg/dl she had treated with the insulin pump and manual injections. Customer was experiencing short of breath, which is something normal. Troubleshooting was performed and no anomalies were noted. High pressure test was performed and the device passed. Customer then stated she had woken up and the quick release of the infusion set was disconnected. The insulin pump is not being returned for analysis.